Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information provided: complaint registered regarding the dissatisfaction of the hospital's physician with the cdh circular stapler due to reports of re-stenosis in their patient. The hospital did not provide information on which code and lot of product was used. Further information on patient consequences and dates are not available so far. Additional information was requested and the following was obtained: event: total colorectal anastomosis dehiscence in the postoperative evolution. Date of procedure: (B)(6) 2018. Does the surgeon believe the cdh caused or contributed to the anastomosis dehiscence? I can´t answer this question. If so, where there any issue with the circular device during the initial procedure? Please describe in detail the issue experienced. At the procedure time there wasn´t any employed of j&j to confirm any initial issue and the procedure happened a long time ago the healthcare professional don´t remember details about the stapler but, he knows about the stapler functions and how use it. Did the surgeon perform a leak test prior to completing the case? Were there any leaks detected? If so, how was the leak addressed? At the procedure time there wasn´t any employed of j&j to visualize the leak test realization. Did the surgeon routinely oversew the anastomosis? Yes. How was the anastomotic dehiscence detected? Post operatory evaluation. How many days post surgery did the anastomotic dehiscence occur? The healthcare professional don´t talk about this information. How was the anastomotic dehiscence addressed? Re-intervention operatory. What was the indication for surgery? I don´t know about the indication for surgery. What is the current status of the patient? The hospital doesn´t provide this information. I have no further data to provide beyond those mentioned above.

Event description:
It was reported the following a rectum procedure, there was total colorectal anastomosis dehiscence in the postoperative evolution.